Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 7.552 mg/day15.0 mg/ml bupivacaine 7.552 mg/day via an implantable pump. It was reported that the patient presented to the clinic on (B)(6) 2025 for pump refill. Moreover, 7.5 ml was expected reservoir volume, 0 ml aspirated. The patient also stated that the week prior had been found unresponsive and was taken to hospital. The symptoms changed to seizure-like tremors. The managing physician opted for pump replacement and is requesting analysis on this pump. The pump was replaced on (B)(6) 2025.  There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a company representative (rep) stated that the drug information was morphine 7.552 mg/day15.0 mg/ml bupivacaine 7.552 mg/day.

Manufacturer narrative:
H3. Visual inspection identified some slight damage to the septum with no leaking seen during analysis. Updated b5 information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2025 for pump refill. Moreover, 7.5 ml was expected reservoir volume, 0 ml aspirated. The patient also stated that the week prior had been found unresponsive and was taken to hospital. The symptoms changed to seizure-like tremors. The managing physician opted for pump replacement and is requesting analysis on this pump. The pump was replaced on 2025-07-01.  There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. According to the provided logs, a motor stall occurred on (B)(6) 2025 at 9:31am recovered on (B)(6) 2025 at 10:06am and a motor stall occurred (B)(6) 2025 at 9:20am and recovered on (B)(6) 2025 at 9:37am.